Manufacturer narrative:
Components returned for evaluation include the filter, sheath, and pusher wire. The filter was found in the cartridge and the filter showed no abnormalities. The pusher wire was examined and the wire coil was found to be stretched/deformed approximately a centimeter from the tip. The core wire was visible and intact. The sheath tip showed signs of enlargement and damage consistent with what would be expected with attempts to re-sheath the filter and pusher wire. Deployment was simulated and successful with the returned components. It is possible the wire became wrapped around the retrieval hook or lower structures on the legs. However, complaint failure mode could not be replicated in order to determine the root cause.

Event description:
The doctor attempted to place an option elite through jugular access. He was able to feed the filter through the sheath and deploy filter; however, the wire (on the curved pusher wire) somehow got stuck and tangled in the option post-deployment. Dr. Was able to then re-sheath the deployed filter (still stuck on wire) and retrieve the device. He then implanted another option elite using a new kit. The patient is okay.